Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No video signal was shown on any output (surgeon monitor, staff monitor, vga exit). The most likely cause was an issue with the computer video card. After computer replacement, the hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative, physician, reported that while in a cranial procedure, the navigation system computer would sometimes not provide video signal. It appears the graphic card may be defective. A system re-boot restored normal function and the video signal resumed working properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Suspect system computer received back for testing: initial boot was successful. Launched ent software application and ran video card test. Within about 15 minutes display went blank and system was power cycling every 5 seconds. Reseated ram and restarted system. Launched apps as before. System ran stable for 90 min. System still stable after 12 hr run time. Loose ram caused the reported event. A new computer was installed in the system onsite and resolved the issue.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis.